Event description:
The pt received two leads with the same lot number. It was reported the pt had not received effective stimulation despite reprogramming attempts. The pt reported more effective stimulation had been achieved during the trial procedure. The physician planned to undertake surgical intervention at the future date to replace the leads with a surgical lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.